Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when an autotome was being passed through the cap, sponge detached and got stuck in scope making it very difficult to pass devices. It is unknown if a water soluble lubricant was applied to the top of the biopsy cap prior to use. The sponge was retrieved with grasping forces. The procedure was successfully completed using with the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.